Event description:
On (B)(6) 2013 it was reported that the vns patient was undergoing generator replacement due to end of service that day and the neurologist had been unable to determine if the lead was intact due to being unable to interrogate the generator. Attempts were made in the or to interrogate, without success. Upon inspection of the lead it was found that the sheath was coming off of the lead. The surgeon then opted to begin a full revision. A new lead and generator were implanted and system diagnostics were performed and the device was left programmed off. Attempts were made for the return of the explanted lead and generator but they have not been received to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.